Event description:
It was reported that pump declared alarm 20 during normal pumping operations. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer followed instructions to attempt loading a new cartridge, but cartridge alarm recurred, leading tandem technical support to arrange for a replacement pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was instructed on and understood how to place the pump into storage mode for return.